Event description:
In 2004, the customer reported typing a known a+ pt as d neg in mts a/b/d monoclonal and reverse grouping card, lot# 111903037-11. Upon further examination, card exhibiting false negative results had no gel in the anti-d microtube.